Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer was unable to clear the alarm. Customer experienced high blood glucose and it was treated with injection. Customer did not allege that the insulin pump was under delivering. Customer stated that the all buttons of insulin pump were working and display was not frozen. Customer stated that the insulin pump was neither dropped nor exposed to moisture and the button was not unresponsive during an easy bolus attempt. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.